Event description:
The complainant contacted leica biosystems due to experiencing overprocessed tissue on their peloris ii tissue processor. On 28 july 2022, leica biosystems was informed that cases were not diagnosable and no re-biopsy was completed. On 4 august 2022, the leica biosystems field applications specialist (fas), assisting with the investigation of this event, provided confirmation that the complainant was unwilling to provide patient information for the case(s) which were not diagnosable. On 8 august 2022, the leica biosystems fas confirmed that the patient tissue sample for at least one (1) patient was unable to be diagnosed, no re-biopsy was recommended or required and the customer was unwilling to provide patient information for the undiagnosable case.